Event description:
Additional information was received from the consumer. The patient said that the catheter was clogged up and they were not getting any medication. The pain doctor told the patient that he would shut the pump off and the patient would have to find a different way to manage the pain. The patient can¿t take any more oral medication because they are ¿killing his brain.¿ on 2016-10-05 additional information was received. The healthcare provider (hcp) tried to do an intervention to unclog the catheter two weeks ago and it did not work. The manufacturer representative was there and the hcp and representative ¿threw up their hands as they didn¿t know what to do.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer on both 2016-oct-25 and 2016-nov-01. The patient wanted a list of neurosurgeons. They found a neurosurgeon that could see the patient at the end of (B)(6) 2016 for a new patient consultation. The consumer stated that waiting until the end of (B)(6) wasn¿t going to work for the patient based on the current symptoms already reported plus pain. The patient had an appointment on (B)(6) 2016 with their managing healthcare provider (hcp) to address the situation.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (18.559 mg/day) and morphine (8.104 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 23-sep-2016 it was reported that on (B)(6) 2016, it was discovered that the patient's catheter was clogged; he needed to find a surgeon to replace it; and he was having difficulty finding a surgeon. No patient symptoms were reported. Additional information was received on 28-sep-2016 from a consumer and it was reported that the patient was still having difficulty finding a surgeon. Additional information was received on 30-sep-2016 from a consumer and it was reported that the patient believed his catheter was clogged and it hadn&#62752;been delivering the dosage he needed for the past 3 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.